Manufacturer narrative:
Complaint allegation confirmed. One unpackaged ar-13380-48 batch, unk, was received for investigation. The visual inspection indicated that the screw's threads were stripped, and the hex head was deformed. The most likely cause(s) for the reported failure can be a user error due to improper bone preparation, misaligned insertion, and/or prying/levering the device during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via phone that an ar-13110l-01 osteotomy plate all screws backed out and the plate collapsed. This occurred after use in a case and the patient requires a revision. The revision surgery was scheduled for (B)(6) 2024 and was completed successfully using a competitor osteotomy plate. No further injury to patient.